Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "keeps beeping" which was reproduced at power up as a system error 320 alarm as well as a load set! Alarm. The alarms were confirmed through review of the event history log. This was caused by a failed upper latch switch. The upper auxiliary was replaced to correct this condition.

Event description:
It was reported that a spectrum pump keeps beeping. Any patient involvement, injury or medical intervention is unknown.